Event description:
Additional information received identified the patient's scs lead was fractured and was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's scs system lead exhibited high impedance. Reprogramming of the patient's scs system was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.